Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from an s-ICD warranty validation and lead registration form. The subcutaneous implantable cardioverter defibrillator (s-ICD) device and electrode were explanted on (B)(6) 2018 due to other/non-product experience. The field clinical specialist was contacted who report that this system was explanted due to infection/sepsis. There were no reported complications or irreparable injury as a result of the explant procedure.